Manufacturer narrative:
(B)(4). This report of a connection issue was confirmed in the lab; however, the assignable cause could not be determined. Two unused sets were received in opened original packaging in reference to connection issue. Sets were visually inspected with caps missing off the effluent line on both sets. The complaint was confirmed in the lab for connection issue. A review of the occurrence was conducted with all the manufacturing personnel to promote increased awareness for of this occurrence. The effluent line luer is 100% pressure tested on line and all caps are 100% inspected. Repairs to sets also require 100% pressure testing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested.a follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) to report loose covering of the patient line. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.